Event description:
It was reported to boston scientific corporation in 2008 that a hemostatic clipping device was used during a colonoscopy procedure the same day. (A female patient, weight unknown) according to the complaint, during the procedure the clip would not open inside the patient/scope, it would open when taken out of the scope, but not when put back in the scope. The physician completed the procedure with another hemostatic clipping device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Product was inspected when received. One device was returned for evaluation. Upon investigation, it was noticed that there was a kink at the handle. The clip assembly was located inside the over sheath approx. 3/4 inch. Once the clip assembly was exposed the device was actuated twice before the clip assembly separated from the bushing and fell off. The yoke remained attached to the control wire. It was actuated a few times and deployed. This complaint has been classified as user error.